Event description:
Information received from the field notes that during a routine follow-up, numerous segms showed high ventricular rate episodes due to noise on the ventricular lead. The oversensing was reproduced when the patient inhaled deeply. The patient experienced pocket stimulation with autocapture on. When programmed off, the stimulation stopped. The patient was not pacemaker dependent.